Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer advised one of the spokes on the rear wheels is cracked in the middle. No reports of physical damage. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.